Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/05/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1678-05 drill bit for swivelock broke. This occurred during a knee arthroses plus acl where the fragment was recovered.

Event description:
Additional information was provided on 08/30/2025 where it was reported that the patient had good bone quality. There was no delay in the procedure, and it was not necessary to apply further anesthesia.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the shaft of the drill bit for swivelock®, 3.5 mm was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0023-eo - I. Cautions - 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging and/or or the device coming in contact with another device during use.